Manufacturer narrative:
Device evaluation: two (2) smiths medical cadd administration sets were returned for analysis in new condition in their original sealed packaging. Visual inspection showed delamination in one sample in the join of the filter with the tube. Functional testing involved leak testing and no leaks were detected from the filter, the delamination joins or the other solvent bonds. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd administration set was leaking medication at the filter. The reported event was noticed after approximately 24 hours of connecting new bag to the patient and cadd pump. There was no patient injury due to the reported event.